Manufacturer narrative:
(B)(4). The following information was requested, but unavailable. How was the cyst contents removed from the patients abdomen? Was the intra-op or post-op care changed due to the contents spilling into the patients abdomen?

Event description:
It was reported that during a laparoscopic ovarian cyst procedure, while the surgeon was removing the endocatch pouch it broke inside the patient and two metal prongs were exposed; it punctured the ovarian cyst and caused the cyst contents to contaminate the abdomen. Case completed with another device of the same product code and the contents of the cyst suctioned. There were no patient consequences reported. One device was discarded.